Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint failure analysis found the primary failure of imprecise motion to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, but the motion was non-exact. The grip tips were able to open and close properly. Additional observation not reported by the site that is related to the customer reported complaint was that the instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the tenaculum forceps instrument's movement did not correspond to the movements of the master tool manipulator (mtm). The jaws opened unintentionally, and instrument rotated without any control. The procedure was completed as planned with no reported injury using a backup instrument.